Event description:
During the endoscopy of the esophagus, the forceps would not close. A second device was used to complete the procedure and there was no clinical consequence.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.